Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the hole found in the cylinder could affect the functionality of the device. Product analysis confirmed a device issue. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a hole in the outer tube which led to a small leak that was the result of wear at a fold in the proximal cylinder body. The kink resisting tubing (krt) was worn down to the filament. Cylinder 2 passed all tests performed. The pump was visually and microscopely inspected; the pump krt was fatigue and worn down to the filament. The pump passed all functional and leak test performed. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event related to fluid leak and mechanical issue but was unable to confirm the reported allegation related to pump collapsed/dimpled/flat. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump did not re-inflate after squeezing. A surgical procedure in which the ipp was removed and replaced by an ambicor to address the problem. During the procedure it was identified that the system had a fluid loss but the location of the leak was not identified. The patient is expected to fully recover.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump did not re-inflate after squeezing. A surgical procedure in which the ipp was removed and replaced by an ambicor to address the problem. During the procedure it was identified that the system had a fluid loss but the location of the leak was not identified. The patient is expected to fully recover.